Event description:
It was reported that the guide wire went out of the catheter at the 3 inch mark before use. Follow up indicated that the guide wire goes out of the catheter sheath at the 3rd radio opaque marker. No pt complications were reported.

Manufacturer narrative:
Device not returned.